Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 12-aug-2021, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 350 mcg/day via an implantable pump. It was reported that according to the patient¿s wife, the patient started to experience baclofen withdrawal symptoms following an in-home therapy session with pt (physical therapy) in what she thought was mid-march. The environmental, external or patient factors that may have caused or contributed to the issue was an in-home therapy session; however, the physician was unsure if this was contributing or not. According to the physician, the patient did have a side port aspiration, but it was unsuccessful. The physician was unfamiliar with the date as it was attempted but the managing physician. Also, according to the patient¿s wife, the dosing of the pump was also increased but the symptoms did not resolve. The patient was taken to surgery exploration of the catheter. During the exploration, there was very little or no flow when the catheter was disconnected from the pump. The catheter was then trimmed on the spinal segment side of connector collet. Spontaneous flow resumed after cutting the collet off. The physician said there appeared to be a kink in the catheter near the collet. The physician then just replaced t he pump segment of the catheter and flow continued. The pump was also replaced as it was approaching eri (elective replacement indicator). The issue was resolved at the time of the report.

Manufacturer narrative:
H6 codes corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.